Event description:
I have the philips dreamstation auto CPAP. It is one of those recalled, I don't remember the exact day it happen but I did find black specks in my hose and mask. At the time I thought it was just dirt picked up from the floor or dust from where I leave it during the day. I flushed out the hose and cleaned the mask. I don't use an ozone cleaning device, just plain soap and water. If I had known about this problem at the time I would have gotten a sample of the specks. I stopped using the CPAP. I have a much older CPAP I'm using again until I can get a replacement CPAP. Because what has been mentioned I have decided to see a respiratory doctor. The appointment is not until (B)(6) 2021. If anything is found, I will follow up on this notice. Sincerely, (B)(6). FDA safety report ID# (B)(4).